Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The hcp reported that they were unsure what wasn't working properly. The hcp reported that the stimulator (ins) wasn't stimulating all areas of pain. The hcp reported that on the (B)(6) 2017 office visit, a manufacturer¿s representative (rep) met with the patient and added more options to hit areas of pain. The hcp reported that the issue of the system not working properly had been resolved. No further complications were reported.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient indicated that the system wasn't working properly but she didn't know what that meant or what the actual issue was. No further complications were reported.